Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced syncope after implant of the pulse generator. The device was explanted and replaced on (B)(6) 2008.